Event description:
A system 7 single trigger rotary handpiece was sent for eval because it was getting warm to touch during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.